Event description:
A (B)(6), male, presented with an aortoiliac aneurysm. An aaa endovascular graft aaa ancillary component main body extension was placed successfully. However, it was noted on the follow up CT that the graft had infolded. It was likely infolded at the time of implant, but it was probably difficult to note in any procedural imaging. The extension was placed in its desired location and the delivery system removed. Add'l placement of another MFR's stent inside the infolded proximal extension. No adverse effects noted.

Manufacturer narrative:
Event is still under investigation.